Manufacturer narrative:
(B)(6). Applications support manager explained that in general the account is having issues with acquiring capture. Patient has no corneal scoring as a result of the event.

Manufacturer narrative:
(B)(4). Date of event not provided. Field service specialist visited the account and customers'' lcs laser would halt capture after defragmentation process. Vacuum regulator was re-calibrated and measurements were confirmed. System was tested and meets abbott specifications. There were no signs of balanced salt solution (bss) in vacuum lines. Patient was treated and procedure completed. Loi''s in question were excluded for evaluation and testing. Patient vacuum was observed to fluctuate randomly within 10mmhg but hold continuous during vacuum testing with no loss. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported that suction loss (vacuum error) occurred at the end of an arcuate incision procedure in which the error popped up just as the surgeon was releasing the footpedal. There was no known adverse event or negative outcome for the patient.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number 3005675890-2016-00014. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.